Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat pop and sui, and a mesh and sling were implanted into the patient. It is also reported that the patient experienced pain with sexual intercourse, vaginal scarring/shrinkage, spotting, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that on (B)(6) 2012 the patient underwent transvaginal revision of mesh due to vaginal burning and vaginal bulge. On (B)(6) 2013 and (B)(6) 2013 a surgical procedure was performed to correct her pop.

Manufacturer narrative:
Date sent to the FDA: 12/1/2016.